Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with unknown blood glucose. Customer treated with saline and insulin. Customer declined troubleshooting for high blood glucose. Customer stated insulin pump rejected new batteries and random no delivery alarms. The insulin pump will not be returned for analysis.